Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic dissection from the lsa to the right external and left common femoral. It was reported that the patient was in for a routine follow up appointment. The CT noted that there was a pseudoaneurysm at the level of the bare metal of the valiant stent graft. There is also a partial associate retrograde dissection. The patient was treated by aortic arch debranch, extending graft to the ascending aorta. The physician did not know the cause of the event. No additional clinical sequelae were reported and the patient is fine. A review of returned films pre-implant showed that the patient had a dissected thoracic aorta that extended from just distal to the lsa, down to the iliac arteries; bilaterally. Post-implant cta's revealed that a single stent graft was implanted from the lsa to the descending thoracic aorta; the bare springs extended across the lsa. Near the bare springs a possible pseudoaneurysm was seen which extended approximately 1cm outside the thoracic aortic wall. The cause could not be determined. It is possible that the stent graft bare springs implanted into the dissected thoracic may have contributed. The reported partial retrograde dissection could not be seen.